Event description:
It was reported the patient underwent surgical intervention on (B)(6) 2015 due to not receiving adequate coverage. During the procedure, the lead was repositioned. Post-op, adequate coverage was obtained. An sjm representative was made aware of the event on (B)(6) 2015.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.(B)(4)